Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead dislodged four days after implant. It was noted that right after the implant procedure the patient was immediately standing up and pulled from the arms. The physician successfully revised the ra lead and right ventricular and the left ventricular was replaced. Surgical intervention was performed due to lead dislodgement. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.